Event description:
A malfunction on a pump was reported by a caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Customer was assisted with resetting the pump, and no recurrence of the malfunction was reported. The customer was advised to continue using the pump and to report if the issue happens again.